Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a breach in aseptic technique during peritoneal dialysis which caused peritonitis. The breach in aseptic technique was further described as the patient had a touch contamination. The peritonitis was manifested by abdominal pain and cloudy effluent. Beginning the day after onset, the patient was treated with vancomycin (dosage, frequency, duration, and route not reported) and gentamycin (dosage, frequency, duration, and route not reported) for the peritonitis event. Eight days after onset, the patient was hospitalized for the event. Treatment during the hospitalization was not reported. On an unknown date, peritoneal dialysis was discontinued and the patient was switched to in-center hemodialysis. Fourteen days after the diagnosis of peritonitis, the patient had surgery to remove their peritoneal dialysis catheter. At the time of this report, hospitalization was ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available.